Event description:
It was reported that the pump fell and the touch screen was shattered and unresponsive. Reportedly, customer's blood glucose (bg) was 500 mg/dl with 1.2 mmol/l of ketones and was addressed with a manual injection. The customer's high bg was due to recently eating and was not related to the touch screen issue. Customer confirmed that an alternate method of insulin delivery was available.